Event description:
It was observed during the device evaluation, the surgical scope exhibited the biopsy port was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include cause traced to component failure, expected or random component failure without any design or manufacturing issue due to stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Olympus will continue to monitor field performance for this device.